Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and recommended to have this device either be replaced or have the battery status reevaluated in 90 days time. This device remains in service. No adverse patient effects were reported.